Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there were touchscreen issues. It was reported that there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The customer performed a calibration, but the touchscreen later failed again. The remote service engineer (rse) provided the customer with the part number of the touchscreen to order and replace. The customer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.